Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use to the hi-torque bmw universal 190cm guide wire (gw), the gw started to break but remained in one piece. The gw was not used in the procedure. Another bmw gw was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was reported.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils and bent were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to damage observed prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent handling during unpacking or preparation. The observed scraped teflon coating was not reported which likely occurred due to an interaction with the torque device being tight against the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Correction: h6: medical device problem code 1069 removed.

Event description:
Subsequent to the initial report being filed it was reported that by frayed, the guide wire coils were curved and stretched. No additional information was reported.